Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided eight photos for analysis. Two photos show six unopened arterial kits. The remaining six photos show a close-up of kinking on the guide wires. Crease marks on the outer packaging and protective tubing were also observed around the location of the kinking. Per the lidstock artwork and the customer photos , kits of this type contain a "do not bend" warning on the front of the lidstock. A device history record review was performed, and no relevant findings were identified. The customer report of a guide wire kinked in the package was confirmed by visual inspection of the customer supplied photos. The guide wire, protective tubing, and packaging were kinked/creased. This is consistent with damage caused by shipping and handling. The words "do not bend" are printed on the front of the lidstock for this product. Based on these circumstances, storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. - unique identifier (UDI)# corrected from (B)(4).

Event description:
It was reported that "the guidewire is not straight rather bent." There was no patient involvement. No patient harm or injury.

Manufacturer narrative:
Qn (B)(4).

Event description:
It was reported that "the guidewire is not straight rather bent." There was no patient involvement. No patient harm or injury.